Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio observed that the digital pcb assembly did not allow the device to complete a boot cycle. The digital pcb assembly was further evaluated. Physio determined that the cause of the reported issue was due to process residue remaining underneath an integrated circuit (ic) chip, designator u25 on the digital pcb assembly. A replacement device was provided to the customer under warranty. (B)(4).

Event description:
The customer contacted physio-control to report that the battery charge icon on their device indicated an empty battery, even with a new battery installed into the device. During device evaluation, physio-control observed that the battery charge icon indicated an empty battery icon while the battery itself showed 4 leds (full capacity). It was also observed that the shock and on buttons were both illuminated but the device had no display and it would not complete a boot cycle. The device would not provide defibrillation therapy. There was no patient use associated with the reported event.